Event description:
It was reported by the affiliate that during an unknown procedure, it was impossible to insert the cartridge on the tip of the clamp because the blade of the previous charger is broken into the device. The surgeon changed the clamp and the cartridge to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? As our cartridges do not have an integrated knife blade and the stapler will not open unless the blade has retracted into the shaft of the stapler, can you clarify which portion of the cartridge was broken (metal cartridge pan, plastic portion of the cartridge, etc.)? Were the jaws of the ec60a damaged? Is the ec60a device being returned for analysis? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? We have got additional information regarding description of the event: it is not the blade of the charger but a piece of the cartridge itself which is broken in the clamp. Nothing is fallen into the patient. The device and the cartridge are available and will be returned.

Manufacturer narrative:
(B)(4). Additional information: batch # m52v9n. The analysis results found that one ec60a device was returned with no visual non-conformances and with two cartridge reloads present. Cartridge (b, c) were received fully fired and with the cartridge pan detached. The device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pans (b, c) to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.